Manufacturer narrative:
Initial reporter occupation: occupation is a patient/consumer. The test strips were requested for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." It was not possible to further investigate this issue because the customer material was not returned.

Event description:
There was a complaint of questionable inr results for one patient tested with coaguchek inrange meter (B)(4) compared to a laboratory test with chronométrie stago rmax reagent. (B)(6). The timing between tests was within three hours. The patient¿s therapeutic range was requested, but not provided. It was reported that 2.5 inr is too low.